Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the bc800 infant nasal mask used for the bubble CPAP detach from the flexitrunk very easily. They further reported that this has happened before. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the hospital, investigation of similar complaints and our knowledge of the product. Results: the hospital reported that the bc800 infant nasal masks detached "very easily" from the flexitrunk. Despite our multiple requests for additional information, the hospital was unable to provide any further information. A lot check could not be carried out as a lot number was not provided. Conclusion: without the return of the complaint device or any additional information we are unable to determine what may have caused the problem reported by the customer. The user instructions that accompany the flexitrunk state the following: "connect prongs or mask to nasal tubing ensuring that it is inserted fully." "Check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended." In addition, the user instructions provide step by step instructions with illustrations on the correct set-up and fitting of the flexitrunk tubing to a nasal masks or prongs.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the bc800 infant nasal mask used for the bubble CPAP detach from the flexitrunk very easily. They further reported that this has happened before. No patient consequence was reported.